Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was foreign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter. The customer stated: "the tube had a crack on its top area; however, it is not cracked actually and something seems to be adhering to the inside of the tube."

Manufacturer narrative:
H.6. Investigation summary material #: 362761. Lot/batch #: 1365007. Bd received 1 sample and 3 photos for investigation. The photos were reviewed and the indicated failure mode for gel smearing was observed. Additionally, the customer sample along with 60 retention samples from bd inventory, were evaluated by visual examination and the issue of gel smearing was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing. Bd determined that the root cause of the indicated failure mode was attributed to excessive oozing or stringing of gel from the nozzle tip of the barrier material dispensing machine. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided; however, this is acceptable and would not hurt the form, fit, or function of the tube. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was foreign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter. The customer stated: "the tube had a crack on its top area; however, it is not cracked actually and something seems to be adhering to the inside of the tube."